Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by cloudy fluid. The cause of peritonitis was unknown. On the same date as onset the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, intraperitoneal, 14 days and frequency not reported) and amikacin injection (250 mg, intraperitoneal, 14 days and frequency not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.